Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2205503. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. H3 other text : see h10.

Event description:
It was reported that 4 bd plastipak¿ concentric luer lock syringes had broken plunger rods. The following information was provided by the initial reporter, translated from dutch: "of the boxes we have here, (B)(4) syringes were broken. The top/handle of the plunger had snapped, the broken syringes have been disposed of so they can no longer be used in preparations."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ concentric luer lock syringes had broken plunger rods. The following information was provided by the initial reporter, translated from dutch: "of the boxes we have here, 4 syringes were broken. The top/handle of the plunger had snapped, the broken syringes have been disposed of so they can no longer be used in preparations."